Event description:
Device report from synthes reports an event in india as follows: this report is being filed after the review of the following journal article: shanmugasundaram, s., sneha, p., guru, p. T. And krishnakumar raja, v.b. (2022), efficacy of sagittal split fix plates with adjustable slider for intra operative identification and correction of condylar sag in sagittal split osteotomy¿a pilot study, journal of maxillofacial and oral surgery, vol. 21(4), pages 1291¿1295, (india). The aim of this study was to assess the efficacy of sagittal split plate with adjustable slider for intra-operative correction of condylar sag after bilateral sagittal split osteotomy. A total number of 20 patients were included in the studies who were randomly allocated to the two groups. Simple randomization method was followed for patient allocation. 7 patients in group a underwent mandibular advancement while 3 patients underwent mandibular setback, whereas 6 patients in group b underwent mandibular advancement while 4 patients underwent mandibular setback. Evaluation of patients in group a had undergone fixation sagittal split fix plates (depuy synthes) ; in group b, miniplate fixation with other manufacturer monocortical screws was used. The median follow-up period was unknown. The following complications were reported as follows: group a: -evaluation of postoperative relapse rates revealed that two patients in group a (1 with advancement and 1 patient with setback) presented with relapse of the chin point (pogonion). -evaluation of the condylar sag immediately after fixation and removal of imf ( t0) revealed that one patient in group a (10%) presented with central condylar sag that was corrected intra-operatively. A copy of the literature article is being submitted with this medwatch. This report involves one unk - plates: matrixorthognathic. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: this report is for an unknown plates: matrixorthognathic /unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.